Event description:
It was reported that the 25mm drill bits are dull and need to be replaced. No patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). Investigation summary ==> no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. ---------------------------------------------------

Manufacturer narrative:
(B)(4). Investigation summary. No device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the 25mm drill bits are dull and need to be replaced. No patient consequences.